Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery on an unk date during which the surgeon noted the mesh was infected and recommended debridement and removal of the mesh. He noticed a moderate amount of brownish foul smelling fluid and a moderate amount of infected granulation tissue and infected subcutaneous tissue which were drained and/or removed. It was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 02/07/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 5/4/2022. Additional b5 narrative: it was reported that patient underwent removal of mesh on (B)(6) 2014 due to cellulitis and abdominal pain.